Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that universal surgical manipulator (usm) 4 had no lights and they were unable to proceed with the draping process. The patient was already on the table under anesthesia, however, it was not confirmed if ports had already been placed. The technical support engineer (tse) reviewed the system logs and identified errors 23118 and 23138 pointing to the tornado axis of usm 4 and indicating a potential motor encoder fault on the reported axis. The tse performed troubleshooting steps including a hard reset and movement of the usm in an attempt to obtain a different system behavior and potentially recover the usm, however, the issue persisted and the system remained in a faulted state. The tse advised that the procedure could potentially continue using three (3) usms with usm 4 disabled, however, the customer elected to cancel the procedure. The procedure was aborted post-anesthesia with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was confirmed that the procedure had not started and ports were not placed prior to the issue being identified. There was no injury to the patient due to the system issue. Furthermore, the patient did not experience any complications as a result of the procedure cancellation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.